Event description:
It was reported that the right ventricular (rv) lead was fractured. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).